Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced a blood glucose level of 260 mg/dl and was treated with a correction via pump event on (B)(6) 2026. No further information available.